Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is related to procedural issues, patient resistance/non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient experienced right-sided weakness and had trouble speaking. Imaging revealed a temporal infarct and a patent stent. The patient was administered additional medication for blood pressure management. The patient is currently in rehabilitation, and their symptoms have not resolved. At this time, it is unknown if the reported event is related to procedural issues, patient resistance/non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.